Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during permeable anastomosis, the device had lack of staples. Additional suture was needed to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during permeable anastomosis, the device able to be fired but after firing the anvil does not tilt, and the device had an incomplete staple line. The surgeon used suture to resolve the issue in order to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during permeable anastomosis, the device able to be fired but had an incomplete staple line. The surgeon used suture to resolve the issue in order to complete the case.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Initial visual inspection of the instrument notes no abnormalities. Visual inspection of the anvil noted an imbedded staple on the mylar cutting ring. Microscopic inspection of the instrument displayed damage to the knife blade. Functionally, the instrument was reloaded with a full complement of staples. The device was applied to the appropriate test media producing acceptable results. Pusher-fingers and the knife advanced when the handle was squeezed, and the knife cut the media cleanly and completely despite the noted knife blade damage. A full complement of staples was deployed and formed properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged blade and imbedded staple may occur if the instrument handle compression is not completed or if the instrument is applied against an excessive amount of tissue during the clinical application. Also, the instructions for use of this product states: when firing the stapler, make sure to fully squeeze the instrument handle until the metal underside of the handle contacts the stapler body to the fullest extent. Partial or incomplete handle squeezes may result in unacceptable staple formation and/or incomplete knife cut. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. Medtronic, inc. If information is provided in the future, a supplemental report will be issued.